Manufacturer narrative:
Unable to perform displacement test or occlusion test due to missing retainer. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test and force sensor test. No pump error or power loss alarm noted during testing. However, low battery alarm was confirmed in the history file and then power error was triggered when backup battery unloaded voltage (ul vlith) was less than 3.7v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. Unit received with corroded battery tube, missing reservoir tube o-ring, end cap address label missing, faded serial number label, cracked select button keypad overlay, minor scratches on case and minor scratches on lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call post reset error alarm and power loss alarm on the insulin pump. Customer¿s blood glucose level was unknown. Troubleshooting for the post reset alarm was performed. Customer was advised to change out the battery. Troubleshooting for power loss alarm was performed. Customer advised the insulin pump would show it was out of insulin even though it was full. Customer advised the issues remained unresolved. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.